Event description:
It was reported that pump experienced malfunction code 16, during which customer¿s blood glucose reading displayed ¿high¿ with no specific value known and no notable events occurring beforehand. Customer had not yet taken action for the high blood glucose at the time of the report, did not require emergency assistance, planned to use multiple daily injections as backup insulin therapy, and worked with technical support, who confirmed warranty coverage, arranged shipment of replacement pump.